Manufacturer narrative:
It was reported that 4 months after placement of another stent, in-growth occurred. Therefore, dct2012bp was additionally placed. 7 months later, both stents were found migrated. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "recovering the stenosis thanks to the chemotherapy could be a factor of stent migration", it is assumed that after placement of dct2012bp, stent migration occurred due to chemotherapy, condition of the patient's lesion, peristalsis of organs, foreign substances such as food and other factors complexly. In addition, there is a possibility the patient felt difficult to eat due to the stent migration, therefore it is assumed that dxdt2212 was additionally placed. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2021: another stent was placed for the stenosis from duodenal bulb to pyloric zone caused by stomach cancer. On (B)(6) 2022: dct2012bp was additionally placed in stent-in-stent method due to in-growth. On (B)(6) 2022: the patient was still under the chemotherapy and visited to the hospital as a periodic visit. The stents could not be found in duodenum under CT image. On (B)(6) 2022: dxdt2212 was placed as an additional treatment because eating was still difficult. The stent expansion was well soon after the stent placement and the stenosis was soft. Physician's comment: recovering the stenosis thanks to the chemotherapy could be a factor of stent migration. There were no patient complications as a result of this event. This case is linked to a previous reported case (MDR registration number: 3003902943-2022-00025). This stent migration case being reported was used with a stent that was previously reported for another case.